Event description:
It was reported that the pressurewire x, wireless device calibrated and equalized successfully. The device was advanced in the left anterior descending (lad) lesion with resistance due to the anatomy. However, during removal, resistance was felt due to the anatomy and the tip was noted to be fractured into two pieces. The separated fragment stayed within the guiding catheter, no part of the wire remained in the patient. The separated fragment was removed with the guiding catheter and another pressurewire x, wireless device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulty to advance the guidewire, difficulty to remove, and material separation of the distal tip appear to be related to operational context. In this case, it is likely that either the patient¿s anatomical conditions or the use/shaping techniques employed caused the reported difficulty to advance and remove the guidewire from the anatomy which resulted in the reported material separation of the guidewire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported material separation was able to be confirmed; however, the reported difficulty to advance and remove the guidewire were not able to be confirmed. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to advance, difficulty to remove, and material separation appear to be related to circumstances of the procedure. The guidewire was returned kinked, bent, and the distal tip was separated (not returned), which is consistent with the reported material separation. In this case, it is likely that the patient anatomical conditions or the tip-shaping techniques employed caused the reported difficulty to advance and difficulty to remove the guidewire which resulted in material separation. Further analysis of the guidewire fracture (separation) faces revealed the separation was caused by external shear and tensile forces, which are consistent with damage during use. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from no to yes. H6: component code 4755 was removed. H6: type of investigation code 4115 was removed. H11:additional manufacturer narrative: revised.